Event description:
It was reported that a cartridge alarm occurred with consecutive cartridges during insulin delivery. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. The customer's blood glucose was greater than 400 mg/dl.